Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 1000 mcg/ml infumorph at 200 mcg/day and 5 mg/ml bupivacaine at 1 mg/day via an implantable pump for malignant pain. It was reported that during a new pump and catheter implant surgery, when the surgeon attempted to draw back cerebrospinal fluid (csf) from the catheter access port (cap) with a 24 gauge non-coring needle after attaching the catheter to the pump, they were unable to aspirate. Free flowing csf was observed from the 8780 catheter after insertion into the spine and placement into the intrathecal space was verified with preservative free contrast. After tunneling the catheter over to the abdominal site and attaching the pump segment from the 8780, they attached the sutureless connector to the pump and were unable to withdraw csf from the cap. The surgeon then disconnected the catheter, reattached it, and again was unable to withdraw csf from the cap. A new pump segment was requested, then the surgeon cut the catheter above the collett attachment. Spontaneous csf flow was observed from the spinal segment. A new pump segment was spliced and attached to the implanted 8780 spinal segment and they were easily able to obtain fluid from the cap at that time. The issue was considered to be resolved and the patient was noted to be "alive - no injury". No environmental, external, or patient factors were noted to have caused of contributed to the issue. No further issues were reported or anticipated. The patient's medical history included brain cancer. The patient's concomitant medications included dexamethasone, zimbalta, and namenda.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.